Event description:
It was reported that a user applied a new freestyle libre 3+ sensor for use with the ilet bionic pancreas app, received a pairing failed alert, and the sensor subsequently displayed as already in use when rescanned. No clinical signs, symptoms, or conditions were reported. Outcomes included no clinical impact, no medical intervention, and no hospitalization. User support included customer support troubleshooting and user education. Investigation of this case revealed that the sensor was already associated and not accepted by the ilet app, consistent with a pairing failure of the glucose sensor component. It was concluded, based on previously established findings for similar reports, that the cause was user or use-related factors during pairing.